Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a bronchoscopy procedure to treat a thyroid tumor eroding into the trachea of a female patient (weight is unknown). According to the complainant, difficulty was experienced during attempts to deploy the stent. Additional force was used as the stent would not deploy and the suture string broke. The catheter was cut down but they were unable to capture the string. The partially deployed stent was removed. The patient required emergency rigid intubation to complete the procedure. The patient has been released to hospice care. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Other (partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.